Manufacturer narrative:
A video was returned showing a container connected to an intravenous (IV) set, a leak can be seen coming from the administrative port. The leak appears to be coming from the side of the port, at the level of the piercing pin inserted. The complaint of leakage can be confirmed based on the video. The probable cause is due to a puncture with the piercing pin during use. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation; however, a lot number has been provided. A device history lot review is pending. (B)(6).

Event description:
The event involved a empty lifecare container 250 ml size where it was reported the empty bag has leakage. The set was used with erbitux. There were obvious defects noted on the tubing set like crack. There was no spillage or any drug exposure to patient or staff. The tubing was replaced and therapy resumed. The product was stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition. Sample video of the empty container connected to an IV set where fluids were leaking from the rubber connector where the spike was connected is available. There was no patient involvement and no patient harm.